Manufacturer narrative:
Additional information received: patient not injured. All the broken parts were retrieved from the patient's mouth. No additional treatment required after the event. Investigation results: summary: 15 protaper gold shaping files sx 19mm were returned (3 unused files + 12 unused files). The files in loose are actually broken in the active part (fatigue). No material defect was found during analysis of the rupture patterns. Nothing unusual to report was found during DHR review (batch #1778052). Unused files were evaluated and were found in compliance with specifications. According to our prescriptions, we can consider that the production batch #1778052 is conforming (representative sampling). No fault found, production meets specifications.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a protaper gold sx 19mm ster file broke during use. The outcome is unknown as of this MDR. Further information requested.